Manufacturer narrative:
B4:20sep2021. The incident occurred during preventative maintenance and it is prior to therapeutic use. Based on this information, this is not reportable. The customer replaced the interface with the new style. This resolved the issue for the customer. The field service engineer advised the customer the v60 serial # indicates a hydis display installed that is no longer supported.

Event description:
It was reported to philips that the v60 display is dim. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer the v60 serial number indicates a hydis display installed that is no longer supported. The rse recommended ordering and replacing the v60 user interface assembly and also emailed the customer v60 software versions 2.30 and 3.00. The customer advised to close the case and stated they would call back if they have any additional questions.